Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Event description:
It was reported that a 23mm valve implanted for two days was explanted due to dehiscence, severe perivalvular leak, occluded left main ostia, and post cardiotomy shock. A 23mm valve was implanted in replacement. The patient was taken to the ICU in critical condition. The patient expired on pod #17 due to multisystem organ failure. Per the medical records: the patient underwent a mini to full sternotomy aortic valve replacement with a 23 mm valve and ascending aortoplasty. The patient had difficulty coming off bypass due to suspected stunned myocardium. The patient was supported with va ECMO to come off bypass. It is noted the valve appeared to be well seated and secured. An intra-op coronary angiogram identified no obstruction of coronary flow. The patient was taken to ICU in critical condition. Post- surgery the patient remained on va ECMO support with an open chest and he received multiple blood transfusions and treatment for post operative coagulopathy. The patient was transferred to a higher level of care pod # 1 in cardiotomy cardiogenic shock. A tee preop confirmed prosthetic aortic valve dehiscence, severe aortic valve pvl , biventricular failure and an occluded left main ostia. Pod# 2 the patient underwent an explant of his 23mm 11500a valve and an implant of a new 23mm valve. An impella was placed across the aortic valve to support the patient hemodynamically. A thrombus in the left atrium was not found during surgery. A tee post valve replacement showed no perivalvular leak and better cardiac function. The patient was transferred to ICU for continued monitoring and care. Despite maximum medical and surgical therapies, the patient developed multiorgan failure, including liver and renal failure. The family decided after many days of the patients persistent worsening of his condition that he would not want any more aggressive intervention, so the decision was made to move him to comfort care. The patient expired shortly after on pod# 17.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 23mm valve implanted for two days was explanted due to dehiscence, severe perivalvular leak, occluded left main ostia, and post cardiotomy shock. A 23mm 11500a valve was implanted in replacement. The patient was taken to the ICU in critical condition. The patient expired on pod #15 due to multisystem organ failure. Per received records, the patient underwent elective avr two days ago at an outside hospital. The case started as upper mini-sternotomy, ascending aortoplasty but was converted to full sternotomy and va ECMO requiring chest washout the next day. The patient was transfused 18rbc, 6 plt, 2 ffp, and 2 cryo at the outside hospital and then transferred to the current hospital for a higher level of care. Intraoperatively, the surgeon found that the valve had pulled through in the right coronary sinus and the non coronary sinus. The post appeared to be obstructing the left main ostia. The 23mm valve was explanted and replaced with another 23mm valve. The patient had difficulty separating from bypass and had poor lv function. The patient was placed back on bypass. An impella 5.5 was placed across the aortic valve and secured in place and turned on. The patient was weaned from bypass and femoral cannula were converted to fem fem ECMO. The patient had better cardiac function and both ventricle were unloaded. Tee showed no pvl and poor biv function. The chest was packed and sterile dressing placed. The patient was taken to the ICU in critical condition. The patient expired on pod #15 due to multisystem organ failure.